Event description:
The dentist reported that this screw had fractured.

Manufacturer narrative:
Upon visual inspection, it was found that this screw was fractured with only the threaded end piece returned. No lot or order number was provided. Not enough information was provided to determine the cause of the screw fracture. Visual inspection did not result in any indication of a manufacturing problem causing the fracture. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.